Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The caller received assistance from technical support to load a new cartridge using the proper technique and was able to successfully resume insulin therapy, resolving the issue.